Event description:
End user was using a loaner chair when she bumped against the control buttons causing chair to be turned up all the way. She didn't realize she adjusted the speed and bumped into a basket, scraping her leg

Event description:
End user was using a loaner chair when she bumped against the control buttons causing chair to be turned up all the way. She didn't realize she adjusted the speed and bumped into a basket scraping her leg

Manufacturer narrative:
Consumer notified the FDA with a voluntary report ((B)(4)) and also contacted pride. The device is unavailable at this time. A follow-up report will be issued should the device become available for evaluation.

Manufacturer narrative:
The device involved in the alleged complaint was not the loaner chair as indicated, but the consumer's chair. The dealer completed the repair of the device and returned it to the consumer. The consumer was contacted and the chair is functioning properly.